Event description:
It was reported that noise was observed on a lead. Lead damage was suspected. X-ray and performing provocative test for lead integrity were suggested. No further information.

Manufacturer narrative:
.